Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) was returned with no allegations. Initial device analysis showed that the device failed label longevity. Detailed analysis is ongoing and this event will be updated upon analysis completion. No adverse patient effects were reported.

Manufacturer narrative:
A longevity calculation confirmed that the device did not meet longevity estimates provided in device labeling. Portions of the circuitry, including the battery, were isolated and tested. All low voltage power supply measurements were currently within an appropriate range; however, final analysis concluded that the premature battery depletion was due to two compromised low voltage capacitors, which resulted in a high current condition.